Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) alinity I anti-hbs result for a (B)(6) female diagnosed with malignant cervical tumor. The patient had undergone therapy to strengthen her immunity. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for observed false positive alinity I anti-hbs results included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Complaint activity review for lot 19105fn01 did not identify an increase in complaint activity for the issue of false reactive patient results. Clinical specificity testing was performed. Acceptance criteria were met indicating the lot was performing as expected. Trending review determined no trends identified for the issue for the product. Device history record review of lot 19105fn01 did not show any non-conformances or deviations associated with the likely cause lot number and complaint issue. Labeling and literature (interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105.) Were reviewed which adequately addresses the issue under review. Per product labeling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. In this case, reactive results were obtained for hbsag, anti-hbc and anti-hbe. The patient had undergone therapy to strengthen her immunity. Analytical interference can lead to falsely elevated results and according to the literature, interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105, there is no single procedure that can rule out all interferences. It is important to recognize the potential for interference in immunoassay and to put procedures in place to identify them wherever possible. Most important is a consideration of the final clinical picture. If there is any clinical suspicion of discordance between the clinical and the laboratory data an attempt should be made to reconcile the difference. The detection of interference may require the use of an alternate assay, or measurement before and after treatment with additional blocking reagent or following dilution of the sample in non-immune serum. Based on the investigation, no systemic issue or deficiency of the alinity anti-hbs assay, lot number 19105fn01 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.